Manufacturer narrative:
The concomitant product: carto 3, model# m-4800-01, serial # (B)(4).

Event description:
It was reported that during an afib procedure, when plugging in this catheter, all bs and ic ecgs were lost and the signal loss occurred on both carto and the recording system at the same time. Unplugging and re-plugging in the catheter did not resolve the issue and then a hardware error 8 appeared on the carto 3 system. The catheter was replaced and the piu rebooted and the case resumed without any patient consequence.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, when plugging in this catheter, all bs and ic ecgs were lost and the signal loss occurred on both carto and the recording system at the same time. Unplugging and re-plugging in the catheter did not resolve the issue and then a hardware error 8 appeared on the carto 3 system. The returned device was visually inspected upon receipt and it was found in normal conditions. Then per the event, catheter was tested for electrical resistance and current leakage and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.